Event description:
Vasscan table "broke" as the patient was getting onto the table. This model has fowler positioning (the ability to lift the head of the patient from the waist). As the patient laid down on the bed, the fowler actuator mount on the under side of the table broke away. This caused the head end of the table to fall to the floor. The patient fell to the floor also. The patient was taken to the emergency room for eval but no injuries have been reported.

Manufacturer narrative:
Incident resulted from weld failure. While less than 0.02% welds have failed, the incidence of failure in 2004 is higher than in other years. For that reason, all customers with models who have reported weld failure, and are from batches of steel used in 2004, will be contacted and an upgrade will be installed to ensure no failures in the future.